Manufacturer narrative:
"If implanted, give date (mo/day/yr)", corrected data: implant date incorrectly noted on initial MDR as date is unknown. "Device manufacture date (mo/day/yr)", corrected data: manufacture date incorrectly noted on initial MDR as date is unknown.

Event description:
It was identified in a periodic review of the programming history database that a patient's vns had high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.